Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patients right knee was revised due to broken tibial bearing.

Manufacturer narrative:
Reported event: an event regarding tibial bearing component fracture involving a krh insert was reported. Conclusion: a phase 3 was completed for the tibial component. Based on the provided information, the product reported in this investigation, the insert, did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patients right knee was revised due to broken tibial bearing.